Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the vessel sealer extend (vse) instrument was stuck to the ileocolic pedicle, causing bleeding. The ileocolic pedicle was skeletonized and no tension was noted prior to the event. While sealing the ileocolic pedicle, appropriate sealing tones were heard from the vse, signifying sealing was complete. After the cut function of the vse instrument was performed, tissue was found to be stuck to the instrument's jaws. When the customer moved the vse instrument in an attempt to release the tissue, the seal was torn off and bleeding occurred. The bleeding was not able to be controlled robotically and as a result, the procedure was converted to an open laparotomy. After the case was converted to open surgery, the ileocolic pedicle was tied off to stop the bleeding. The estimated blood loss was 1 liter and 2 units of packed red blood cells were administered. The procedure was completed as an open approach. The patient is recovering well.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the vessel sealer extend (vse) instrument associated with this complaint. Failure analysis did not confirm the reported event. The instrument was placed and driven on an in-house system. The instrument passed the, seal and cut, recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no failures reported in the logs during testing. Additionally, the instrument was found to have the housing broken below the grip lock button. A piece measuring approximate 0.5930" in size vertically was returned with the instrument. A review of the logs for the vse instrument associated with this event has been performed and the following additional information was provided: the logs show that the vse instrument under question was installed 1 time and passed homing 1 time. A total of 4 cut complete events were seen with no errors. The e100 generator logs show 7 seal events with 1 ¿high initial starting impedance¿ error. The same error message was seen in logs as well. It is likely that the user tried to seal too much tissue between the jaws, which is a common cause for this error. The instrument was used for a little over a minute.